Event description:
The facility representative reported a colleague infusion pump with a depleted battery. It is unknown when this event occurred. There was no report of patient injury or medical intervention necessary. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was repaired on site. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a depleted battery, which is being addressed through mdq CAPA (B)(4). The main batteries were replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.